Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider clarified the issue. It was stated that what was occurring is that the patient walked into the MRI room and complained of a cough that they had never had before with the device subsequently shutting off. It was then found that the device was not put into safe mode, which was causing the issue. The implant was then put into safe mode and the MRI was completed with no further issues and the event resolved. No further complications are anticipated.

Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that many "moons" ago, the clinic would not turn the patient's device off and the patient would have issues with the device. This was related to dbs and vagal nerve stimulators. Back then, the patient did not have a patient programmer. No further clarifications were made. No further complications were reported.